Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during stenting of the common bile duct after liver transplantation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was stuck in the ultratome xl and when the guidewire was removed, the hydrophilic tip was detached exposing the tip of the metal corewire. The physician feel that the detached tip will pass naturally. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire, approximately 1.2cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during stenting of the common bile duct after liver transplantation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was stuck in the ultratome xl and when the guidewire was removed, the hydrophilic tip was detached exposing the tip of the metal corewire. The physician feel that the detached tip will pass naturally. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.